Event description:
The device was returned to the manufacturer from an unknown source with no information. The device was analyzed and tested out of specification. Information identified in the manufacture¿s database indicated the patient died approximately 10 years post implant of the implantable pulse generator (ipg) system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was included in that field action, but returned product testing found the device did perform as described in the field action. (B)(4).